Manufacturer narrative:
For the investigation the logfiles were analyzed. The described situation of switching from central gas supply to o2 cylinder could be identified on november 22nd, 2019, the corresponding alarm message "supply pressure low" was found at 12:05 pm, as the gas supply is interrupted for a short time. No additional alarms were logged after this event until shutdown which would indicate a loss of ventilation. No device failure was found. A device check on december 4th, 2019 was passed without issues. In general the device alarms visually and acoustically in case of a technical problem (e.g. "Stopped running"). Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. It was not possible to retrace the described stop of the ventilator, there is no indication of a ventilation stop due to a device failure. There was no aos (automatic oxygen switch) used, switching was done manually. It is recommended to use an aos in order to support fast switching between the gas supplies.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the device stopped running after the staff disconnected the ac and wall oxygen supply. There was no patient injury reported.